Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). The investigation could not be completed; no conclusion could be drawn as no product was received. A review of the device history records has been requested and is pending completion. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a locking compression (lcp) proximal femur plate broke approximately six (6) post-implantation. The device was said to have broken at the proximal third hole. A revision procedure to remove the implant was completed on an unknown date. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Device investigation summary ¿ the following devices were received broken: 4.5mm lcp proximal femur plate (part # 242.808 / lot # 7638892); 5.0mm cannulated locking screw (part # 02.205.055 / lot # unknown). The returned implants were returned with scratches and marks consistent with implantation and removal. The plate is broken through the angled locking hole. An inspection of the fracture site showed material homogeneity with no discernible voids or issues. The screw head was broken off the shaft of the screw. The threads and drive recess are significantly damaged. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Although the exact cause is unknown, it is likely that the plate and screw failed due to cyclic loading from prolonged implantation. A visual inspection, and drawing review, were performed as part of this investigation. No product design issues or discrepancies were observed. Seven additional screws were also received with no complaint against them. The screws had minor cosmetic scratches and damage to the drive recesses consistent with implantation and explanation. The devices are part of the 4.5mm lcp proximal femur system and are used to fixate fractures of the proximal femur. Proper use and maintenance of the devices is detailed in the technique guide 4.5mm lcp proximal femur plates. No drawing issues or discrepancies were noted. The designs were determined to be suitable for the intended use when employed and maintained as recommended. A review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: part manufacture date: 25march2014. A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 4.5mm proximal femur plates was processed through the normal manufacturing and inspection operations with no rework or non-conformances noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. The review of the raw material device history record revealed this lot met all specifications with no non-conformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.